Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that during the patient's revision on (B)(6) 2019, the physician inadvertently cut the patient's lead. The lead was explanted and replaced.

Manufacturer narrative:
The event of lead replaced was reported to abbott. During the patient's anchor explant procedure due to an allergic reaction, the physician had inadvertently cut the lead. The lead was replaced and the therapy was established. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.